Event description:
It was reported the patient was charging more than expected. The recharger would not charge the implantable neurostimulator (ins). When the patient tried to recharge, they saw the ins charging status screen with no coupling boxes shaded in. After the patient repositioned the antenna and turned the antenna dial, they were able to get all eight coupling boxes shaded in. The implantable neurostimulator (ins) was discharging too quickly. The recharger would show the ins was full, but within five minutes the ins would be at 1/2 or 1/4 full. On the morning of this report, the patient charged for 30 minutes with all coupling boxes and the ins was now showing it was low. The patient's healthcare professional (hcp) told them that the ins should not be depleting that quickly. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v884066, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v884066, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).